Manufacturer narrative:
H4: the device was manufactured from october 21, 2019 - october 22, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph did not show an actual leak image. Since the sample was not returned for investigation, the reported issue could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during a patient infusion at the patient¿s home. This was further described by the reporter as the ¿leak was likely from a faulty sensor¿. The device contained an unspecified chemotherapeutic drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.